Event description:
It was reported that the foot switch would stick. The field engineer noted that the system was emitting radiation when the switch was stuck. The system produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the foot switch. The system operates as intended.